Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent far field over sensing on the atrial channel, resulting in an inappropriate atrial tachy response episode. The field representative noted that the patient had been near syncope and inquired whether disabling the atrial flutter response (afr) would be appropriate. Technical services (ts) indicated that, due to afr, pacing could occur close to a qrs complex, potentially impacting atrial and ventricular synchrony. Ts provided programming recommendations. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.